Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to trace. While withdrawing the clip delivery system (cds) from the steerable guide catheter (sgc) at the end of the procedure, the sgc valve filled with air. Physician was aspirating during withdrawal but air entered into valve. The sgc was removed from the stabilizer and sgc was lowered. Physician was then able to clear air and aspirate blood without issue. Subsequent imaging, however, showed an air embolus on the septal wall in the left atrium (la). A wire was placed across the existing puncture sit and a non-abbott catheter was advanced into the la and directed towards the air embolus. Physician aspirated through the catheter removing 3/4 of the air embolus. The catheter was removed and a different non-abbott catheter was inserted and steered to towards the remaining 1/4. All visible air was aspirated out through this catheter. Patient remained stable with no hemodynamic changes throughout and is reported by physician to be doing well.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash resulting in air embolism could not be determined; however, air embolism is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to trace. While withdrawing the clip delivery system (cds) from the steerable guide catheter (sgc) at the end of the procedure, the sgc valve filled with air. Physician was aspirating during withdrawal but air entered into valve. The sgc was removed from the stabilizer and sgc was lowered. Physician was then able to clear air and aspirate blood without issue. Subsequent imaging, however, showed an air embolus on the septal wall in the left atrium (la). A wire was placed across the existing puncture sit and a non-abbott catheter was advanced into the la and directed towards the air embolus. Physician aspirated through the catheter removing 3/4 of the air embolus. The catheter was removed and a different non-abbott catheter was inserted and steered to towards the remaining 1/4. All visible air was aspirated out through this catheter. Patient remained stable with no hemodynamic changes throughout and is reported by physician to be doing well.